Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a piece of burned plastic inside the tubing. Further chemical and stereoscopic analysis revealed the burned plastic was the same as the resin in the tubing. The reported condition was verified. The cause of the condition was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: removal of information in section f related to user facility - the initial report inadvertently included the user facility report number. This MDR should have been submitted only with the MFR. Number (and not as user facility). H10 - the user facility submitted a report for this event: (B)(4).

Manufacturer narrative:
The user facility submitted a medwatch report for this event: (B)(4). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had sediment in the tubing. This issue was identified during priming the IV (intravenous) tubing with normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.